Manufacturer narrative:
Investigation findings: conmed linvatec received the tubing set for evaluation; however, the end of the tubing was cut off and testing could not be performed. Conmed linvatec also received the pump for evaluation and was unable to duplicate the reported problem. During extensive testing of this pump, it performed to manufacturer specifications. The surgeon reported that he suspected the patient's capsule was probably compromised/weak due to previous surgery and he did not feel it was the pump or tubing set that malfunctioned, but an anatomical anomaly from the previous surgery. Associated report: 1017294-2009-00197.

Event description:
The customer reported that during use of this tubing set with arthroscopic pump to perform hardware removal in the patient's right knee, the pump acted erratically resulting in an extravasation of the patient's right calf. The swelling was excessive and the surgeon performed an immediate fasciotomy to the right calf of the patient's leg. The surgical procedure was completed, and the patient was released from the hospital.